Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to flattened button dome switch. No button error alarm during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reports to have received a button error alarm. Customer states that two buttons were pushed in. Customer's blood glucose was between 120 mg/dl and 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.